Event description:
On 12/18/2024, a sales representative reported via sems-06737551 that an ar-9676 angle reamer, drive shaft, and an ar-9597-10 angle reamer sleeve, 10°, seized together while in use using standard technique with normal bone quality. The patient was not harmed. The case was completed using a different set of instruments. This was discovered during a procedure on 12/12/2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9597-10 batch 3762227 was received for investigation. The reamer ar-9676 was received separately. Visual evaluation found multiple scratches around the inside diameter and in the collar sleeve. The knurl also had numerous dents and burns. Functional testing was not performed as the devices inside diameter was damaged. The reported condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 12/23/204: this was discovered during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay reported and no adverse effects on the patient.